Manufacturer narrative:
15-oct-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via phone and stated that she was using a tampon and it ripped inside of her. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via phone and stated that she was using a tampon and it ripped inside of her. No injury was reported.